Event description:
Sequential compression device (scd) sleeves were often alarming and the issue would resolve upon changing the product (the scd sleeve). This was reported on 3 separate occasions [redacted], [redacted], and [redacted]-over the last week . The identified lot number was removed from use and upon review it was found that the item was defective and not providing an adequate seal. This did not cause harm to any patient. The scds were connected to scd machine hemo-force [redacted]. The machines/pumps were checked and no issue was identified.